Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced bleeding at the sensor insertion site. The sensor was inserted into the abdomen on (B)(6) 2017. Upon insertion of the sensor, the patient experienced bleeding for 5 minutes and was ongoing. It was indicated that the patient was bleeding for approximately 40 minutes and required the patient to be driven to the hospital by her husband. The patient stated that they received 2 stitches after bleeding for 6 hours due to a punctured artery. At the time of event the patient, applied pressure to the affected area. Additionally, the patient stated that they were on blood thinner medication. At the time of contact, the patient was doing fine and was released from the hospital on (B)(6) 2017 at 2:00am. Additional patient or event information is not available.